Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and thrombus could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 84-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support ongoing with the peel-away sheath retained in the femoral. The right leg was dusky, cold, and numb with lost pulses. Retention of the sheath goes against the IFU recommendations. The team placed distal antegrade sheaths and observed the sheath sidearm to be thrombosed. The sheath was retained and patient transported to tertiary center. Limb maintained and support continues.